Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6), 2010. According to the complainant, the patient presented severe malignant stenosis in the distal part of the duodenal area. A colonagiogram was performed and the narrowing was located. A 0.035 jagwire guidewire was then placed and loaded with the stent. The stent was advanced to the desired location, however, when attempting to deploy the stent it would not open. An excessive amount of pressure was applied in an attempt to open the stent, suddenly the plastic part connected to the outer blue sheath detached. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, the stainless steel shaft was bent and the distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or the stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed on (B)(6), 2010. According to the complainant, the patient presented severe malignant stenosis in the distal part of the duodenal area. A colonagiogram was performed and the narrowing was located. A 0.035 jagwire guidewire was then placed and loaded with the stent. The stent was advanced to the desired location, however, when attempting to deploy the stent it would not open. An excessive amount of pressure was applied in an attempt to open the stent, suddenly the plastic part connected to the outer blue sheath detached. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.